Event description:
It was reported the patient's pacemaker was exhibiting noise detection episodes in both channels after device replacement. No further information was available.

Manufacturer narrative:
(B)(4).